Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a rf antenna test on (B)(6) 2018. The patient had presented remotely on (B)(6) 2018 via merlin.net but experienced transmission issues. While in clinic the inductive wand would interrogate the implantable cardioverter defibrillator but the rf antenna would not link to the device. A firmware download was performed which successfully restored rf antenna capability. The patient did not experience any symptoms.